Manufacturer narrative:
We have received the complaint device for evaluation and have confirmed the reported incident. The device was inspected and the balloon was confirmed to be ruptured. The product was in use at the time of the failure. Inspection of the device could not determine a precise root cause for the failure. It is possible that the balloon came in contact with a calcification during the procedure. There was no patient injury resulting from the event. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident.

Event description:
The syntel silicone over-the-wire embolectomy catheter was used in a thrombectomy of a dialysis patient. After preparing the product, the catheter tip was inserted into the vein. When the balloon was inflated and the thrombus removal was started, the balloon ruptured. The procedure was completed using another catheter without any problems. The patient is fine. No health damage happened.